Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose level was 49 mg/dl at the time of incident. Customer's current blood glucose level was unknown. The customer treated low blood glucose with carb intake. They declined for troubleshooting. The product will be return for analysis.